Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2019 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20180260, UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.